Event description:
The pt received two leads with the same lot number. It was reported the pt is not satisfied with her coverage and not getting adequate pain relief. Reprogramming was attempted to no avail. The pt wants the system explanted. Follow-up revealed the pt had effective stimulation at a previous reprogramming session on (B)(6) 2013 and basic patient education was given on how to use the system. Currently, the pt is still experiencing stimulation in the abdomen and would like the system removed. Surgical intervention will take place at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.